Event description:
Fractured lead caused recurrent defibrillator discharges. Old lead removed, new lead positioned. Only pt adverse outcome trip to catheterization lab and discomfort of unnecessary shocks. Lead not that old. Hard to see how it would fracture this early.